Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen 3000 mcg/ml via an implantable pump for cerebral palsy and intractable spasticity indications for use. It was reported that the pump was replaced on (B)(6) 2025 due to a possible infection that was discovered yesterday. The company representative (rep) had no further details about the possible infection at the time of the call. The agent reviewed prime bolus consideration with the rep.